Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Expiration date information unknown / not provided. Email address unknown / not provided.

Event description:
The doctor reports that the dental implant located in position #16 failed because when the doctor was performing metal testing for the laboratory, the patient complained of pain when inserting and removing the healing screw and laboratory titanium screw. The doctor confirms that the procedure was not completed with another implant and that the patient will have to return in the future.

Manufacturer narrative:
(B)(4).

Event description:
No further event information is available at the time of the report.